Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Examination of the foot switch, which was replaced on site and returned as complaint part, revealed internal damage. A connector inside the foot switch had become loose. As the part is designed to be detachment-proof, the experts assume that human intervention was the cause. It is likely that the connector came loose unintentionally during the last battery change. A radiation release via foot switch was no longer possible, however, radiation triggering via hand switch was still possible. Such a defect can only be remedied by appropriate service intervention. After replacement of the foot switch, the system ran again as specified and the error has not been reported again. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the foot pedal was not working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.